Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from may 6, 2019 - may 7, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was further specified that the blue winged cap was closed. The device was filled with 0.9% normal saline and human recombinant endostatin. This was observed during storage. There was no patient involvement. No additional information is available.